Manufacturer narrative:
Occupation: other, senior counsel, litigation. Description of problem or event: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was reported to have been a deep vein thrombosis (dvt) with a relative contraindication to anticoagulation therapy. The filter was implanted via the right femoral vein and placed just below the renal veins. Approximately four years after the implantation, the patient underwent a computerized tomography (CT) scan the revealed that the tip of the filter was just below the renal veins and within the inferior vena cava (ivc) with only a minimal tilt. There was no evidence of perforation. The patient further reported having experienced mental anguish, worry and right leg pain and burns. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The medical records indicate that the patient has a history of deep vein thrombosis with relative contraindication to anticoagulation therapy. The filter was deployed via the patient's right femoral vein. It was placed just below the renal veins. The results of computed tomography (CT) scans done approximately four years after the index procedure indicate that the tip of the filter is just below the renal veins. The filter appears to be within the lumen of the inferior vena cava. No perforation was seen, only minimal tilt.   The patient profile form (ppf) states that the patient experienced mental anguish, worry and right leg hurts, burns.